Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. On device interrogation it was noted that the right ventricular (rv) lead exhibited no capture and poor sensing. The rv lead had dislodged. The lead was removed and replaced. No further patient complications have been reported as a result of this event.